Event description:
On may 17, 2006 arthrocare was notified that an opus smartstitch suture cartridge had broken in a pt during an arthroscopic rotator cuff repair which took place in 2006. Surgeon indicated the tip of the suture cartridge had broken off. An attempt to locate and remove the tip extended the surgical time by 30 minutes. Surgeon was unable to locate missing piece. No pt injury was reported, but extended surgical time resulted.

Manufacturer narrative:
Suture cartridge was not returned for investigation. Unable to determine cause of device breakage. Arthrocare has reviewed product complaint data for this failure mode. Incident rate is less than 1%. Instructions for use does provide that careful attention must be made to assure excessive force is not placed on this instrument. Excessive force can lead to device failure.